Manufacturer narrative:
Product complaint # (B)(4). Device was not returned for evaluation, however a photo analysis was performed on the device (B)(6) 2022. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the black impactor tip has separated from the metal back. No harm to patient or delay to surgery. N/a for return.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the device associated with this report was not returned for analysis. Visual examination of the photographic evidence identified the nylon impaction head component has chipped around the outer edges. Additionally, the threaded metal bases have separated from the impactor. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.